Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 22-may-2019. This spontaneous case was reported by a patient and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("hemorrhagic menstruation"), abdominal pain ("abdominal pain"), adenomyosis ("adenomyosis"), fatigue ("more and more intense fatigue"), visual impairment ("decreased vision"), dyspepsia ("digestive disorders") and chronic sinusitis ("chronic sinusitis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, adenomyosis, fatigue, visual impairment, weight increased, dyspepsia and chronic sinusitis outcome was unknown. The reporter provided no causality assessment for abdominal pain, adenomyosis, chronic sinusitis, dyspepsia, fatigue, menorrhagia, pelvic pain, visual impairment and weight increased with essure. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.